Event description:
Info received indicates that the bed has no power.

Manufacturer narrative:
The tech found there was no power output at the power control module. The tech replaced the power control module to repair the bed.